Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. It was noted that the ra sensing was becoming progressively worse. Ra lead was capped and replaced. No patient complications have been reported as a result of this event.